Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges were leaking from an undefined location. Customer loaded a new cartridge to address the issue. On (B)(6) 2023, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 590 - 595 mg/dl; with neuropathy of legs and memory loss. Customer tried to address the elevated bg was addressed by a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2023, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.